Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus. The customer cleared the alarm and completed the bolus. Reportedly, customer's blood glucose (bg) level was high: however, customer did not attribute elevated bgs to the occlusion alarm as customer is a relatively new user of the pump.